Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report: an unspecified sensor issue was reported with the adc device, and customer was unable to obtain readings. Customer reported that they have noticed 60-70 % failure rate on their devices. Adc customer service attempted to contact the customer to gain additional details regarding this event; and was successful. The customer confirmed that they had already reported his concern to customer service and received a replacement. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.